Event description:
Information received by medtronic indicated that the insulin pump under delivered insulin due to after delivering insulin blood glucose was not going down. Customer experienced hyperglycemia with a blood glucose value of 505 mg/dl at the time of the event. The customer was treated with the insulin pump and the customer experienced symptoms of chest pain. Troubleshooting was performed and found that the time was incorrect and assistance with the pump programming. The pump was used within 48 hours and found that the auto mode feature was active at the time of the event. No further patient complications were reported. The device will not returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump under delivered insulin due to after delivering insulin blood glucose was not going down. Customer experienced hyperglycemia with a blood glucose value of 505 mg/dl at the time of the event. The customer was treated with the insulin pump and the customer experienced symptoms of chest pain. Troubleshooting was performed and found that the time was incorrect and assistance with the pump programming. The pump was used within 48 hours and found that the auto mode feature was active at the time of the event. No further patient complications were reported. The device will not returned for analysis.

Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0871 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink, however, no data on event date. Unable to confirm total units of normal bolus was delivered on 25-oct-2022 due to insufficient data in the history files. Pump was cut to perform visual inspection and found evidence moisture damage on the pcba 1, pcba 2, force sensor and motor home switch. Force sensor zero offset within specification with 22.3mv. The p-cap/reservoir does lock properly. The following were noted during visual inspection: battery tube threads - cracked, cracked case, scratched case, stained keypad overlay, cracked case (battery tube) and pillowing keypad overlay. Pump passed functional testing and no under delivery anomalies noted during testing. Unable to confirm high bg's. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report.